Event description:
Evaluation revealed a dislodged display screen and 'no prime' warnings related to zero force in the pump history.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen. Additionally 'no prime' warnings associated with zero force were observed in the pump history, which indicates intermittently dislodged force sensor pins. 'No prime' warnings associated with zero force observed in the history could not be duplicated during investigation.